Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported that while prepping a 2.0 mm x 100 mm x 150 cm armada 18 otw balloon dilatation catheter (bdc), negative pressure was drawn, but was unable to be maintained. The hub of the armada 18 was inspected to determine if a leak was present, but no leak was observed. Thus, the armada 18 bdc was advanced to the small, non-calcified lesion in anterior tibial trunk without difficulty. While inflating the balloon to an intended pressure of 8 atmospheres (atm), saline was noted to be leaking from the proximal hub when reaching 6 atm. There was no further attempt to inflate the balloon past 6 atm due to the leak. The bdc was deflated and withdrawn without any difficulty. There were no adverse patient effects and no occurrence of a clinically significant delay. As the armada 18 otw balloon dilatation to 6 atm successfully treated the lesion, no additional treatment for the lesion was required. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was returned for analysis and abbott vascular (av) confirmed the reported leak in the hub. Av reviewed the lot history record and there were no manufacturing nonconformities that would have contributed to this complaint. A review of the complaint handling database found one similar incident from this lot. Av conducted root cause analysis and determined the most probable cause is variability in the gluing process during manufacturing. Interim actions have been implemented and this issue will be addressed per internal operating procedures. Av will continue to trend the performance of these devices.